Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this right atrial lead exhibited a high out of range pace impedance measurement, which led to a mode switch to unipolar. The cause of the high impedances were attributed to a suspected lead fracture. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial lead exhibited a high out of range pace impedance measurement, which led to a mode switch to unipolar. The cause of the high impedances were attributed to a suspected lead fracture. This lead was then explanted and replaced. No additional adverse patient effects were reported.